Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 100 to 150mg/dl. Customer feels well but has observed symptom of being more tired than usual. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 54mg/dl and 53mg/dl. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot MFR's expiration date is 11/14/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 100 to 150 mg/dl. Customer feels well but has observed symptom of being more tired than usual. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 54 mg/dl and 53 mg/dl. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 11/14/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.